Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that the instrument was producing errors meaning aliquot probe clog detected. The instrument was also producing errors that the cuvette loader rotation failed. The cse replaced the aliquot probe and removed a cuvette from the bridge area. The cse ran service methods for magnesium, all of which were in range. The cause of the discordant magnesium results is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension vista 1500 instrument contacted the siemens customer care center (ccc) and stated that discordant, falsely low magnesium results had been obtained. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument and resulted higher. The corrected results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant magnesium results.